Manufacturer narrative:
The suspect device was evaluated. The evaluation found the front panel blinking and an e300 error due to a faulty scope socket. The investigation is ongoing and a definitive root cause of the scope socket failure cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus the olympus, model clv-s190, visera elite xenon light source for repair due to a report of "unable to reset the lamp life meter." Upon inspection and testing of the returned device, it was found that the front panel was blinking. This report is submitted due to the malfunction of front panel blinking. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is estimated that the scope connection failed due to the failure of the output connector socket, error code e300 on the front panel flashed when the device detected the abnormality. The cause of the socket failure could not be identified. Olympus will continue to monitor field performance for this device.